Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with the infusion set, as the site came off prematurely due to adhesive issue and this issue occurred three times on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020, respectively. Reportedly, for the first adhesive issue event (on (B)(6) 2020), the patient experienced high blood glucose level (above 500 mg/dl). Moreover, it was stated that they did not have extra supplies, as all the supplies they have taken with them for vacation experienced same issue. Moreover, they were not able to correct the high blood glucose level through pump and he did not receive multiple daily injection as they did not had supplies for it. Consequently, the patient felt unwell and was throwing up with blood glucose level above 500 mg/dl. Therefore, the patient's wife drove him to the hospital where the health care professional assessed his ketone levels as dangerous/ life threatening. There was no damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully for two events. However, on (B)(6) 2020, he was admitted to the hospital, as the he had ketone levels, but hospital did not confirm at what levels ketones were. It was stated that they did not have supplies for multiple daily injection and due to infusion set issues and the patient was not able to correct via the pump. Further, the infusion set had been used for one day. During hospitalization, he received fluids and intravenous medication (drug name unknown) which resolved the issue. On (B)(6)2020, the patient was released from the hospital with no permanent damage. No further information available.